Event description:
It was reported that "cup was implanted when the pt was a child and since has outgrown his implants - nothing was wrong with the implants."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available then it will be submitted in a supplemental report.